Event description:
It was later reported the hospital would be sending the generator back to the manufacturer for analysis; however, the device has not been received to date.

Manufacturer narrative:
Suspect device UDI#: (B)(4).

Event description:
It was reported by the surgeon that while in the operating room he was receiving a "pulse disabled vbat less than eos" error message (eos - end of service). The physician noted that he did use cautery to open the patient and removed the old generator; however, he stated he did not use cautery after the 106 generator was opened. The surgeon was able to complete the patient's surgery using a new 106 generator. It was explained to the surgeon that the generator would need to be sent to the manufacturer for further analysis. At this time, it is unknown whether or not the generator will be sent back to the manufacturer for analysis. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The generator was returned to the manufacturer for analysis. Product analysis (pa) for the returned generator was approved on 09/19/2016. Review of the data download from the generator indicated the pulsedisabled byte was set to a value that represents a vbat<eos (end of service) threshold condition. The data within the memory locations show a value of 1.733 volts. However, burn marks were observed on the generator case, indicating that the generator may have been exposed to an electro-cautery tool during device implant, which may have been a contributing factor. A reset of the pulsedisabled bit in the generator memory was performed to allow for an output current to once again be provided by the generator for subsequent testing. The reported premature end of life was not duplicated in the pa lab. The generator diagnostics were as expected for the programmed parameters and the sensing functions performed according to specifications. A comprehensive automated electrical evaluation showed that the generator performed according to functional specifications. It was noted that 2.981 volts were measured at the end of the finial electrical test, which showed an ifi = no (intensified follow-up indicator) condition. The internal data of the generator revealed that 0.898% of the battery had been consumed. Other than the notes pulsedisabled event, there were no additional performance or any other type of adverse conditions found with the generator. Additionally, the DHR for the generator was reviewed and the generator was found to have passed all testing prior to release.